Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor detached prematurely after less than a day of wear. The customer experienced a loss of consciousness and required treatment of glucagon and sugar drink by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (3mh005f1v0r) has been returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive, no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor detached prematurely after less than a day of wear. The customer experienced a loss of consciousness and required treatment of glucagon and sugar drink by third-party. There was no report of death or permanent injury associated with this event.